Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2010 because of worsening parkinson's disease symptoms in terms of a rigido-akinetic motor state with nocturnal akinesia. The patients medication dose was increased as the stimulation parameters were changed. The parameters were left: 2,4 volt, 130 hz, 60usec.; right: 3 ,5 volt, 130 hz, 60usec. The patient recovered from the event on (B)(6) 2010. Concomitant/parkinsonian medication included (drug, dose): sifrol 0, 7, 3x1; sinemet lp 100, 3x1,5; toco 500, 2; torental 400, 2; brevin 0,5, 1 (2days/week); clastoban 800, 1 (5days/week); azilect 1mg, 1.

Manufacturer narrative:
Product ID 7482-51, serial# (B)(4), product type extension; product ID 7482-51, serial# (B)(4), product type extension; product ID 3389-28, lot# b0916764k, product type lead; product ID 3389-28, lot# b0916763k, product type lead. (B)(4).